Manufacturer narrative:
The on-site investigation by our field service engineer (fse) found no technical fault and, as a result, no parts were replaced in the device. The ventilator was first in volume control mode and during the first minutes of ventilation, there were frequent alarms for paw high generated and then also alarms for high continuous pressure which indicates an increased expiratory resistance (the patient is not able to breathe out completely before a new breath is initiated). The cause of these alarms cannot be determined, but may have been caused by the et-tube not being positioned correctly. After 10 minutes, the ventilation mode was changed to pressure control and the alarm limit for airway pressure was set to 30 cmh2o and the parameter pressure level above peep was increased to 30 cmh2o, same as the set alarm limit for airway pressure. This will lead to that alarm for high airway pressure being generated, since the alarm limit is exceeded, and the ventilation will be insufficient. When an alarm for high pressure is generated, the inspiration phase is terminated and expiration is started, which leads to a lower delivered volume than set or expected. This is related to the parameter and alarm limit settings. The pre-use checks tests (puc) prior to the event passed without deviations and, there are no technical alarms in the logs. Based on that, no fault was found during the on-site investigation, and no technical error entries were found in the device logs. It is our conclusion, that the reported issue was related to the clinical setup and/or parameter settings on the device set by the operator.

Event description:
(B)(4).

Event description:
It was reported that the ventilator didn't cycle when it was connected to a patient after an endotracheal intubation procedure. There was no patient harm reported. (B)(4).